Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that after the rx vision stent delivery system (sds) was prepped, the plastic sleeve around the stent was removed. The physician then noticed before inserting the balloon and stent into the anatomy that the stent was missing from the balloon. The stent had slipped off the end of the balloon and was found on the prep table. A second sds was used successfully. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4).